Event description:
It was reported to philips that the system gave an alert indicating the disk space was low, preventing fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during diagnosis procedure when the issue happened. The procedure was completed by restarting the system. Philips filed service engineer (fse) inspected onsite and confirmed the reported problem. After reviewing log, it confirmed the reported problem. Upon troubleshooting, fse identified issue with suite pc software. To resolve the issue fse reloaded suit pc software. After reloading the suit pc software, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting the system without delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.